Event description:
It was reported that during the initial implant procedure, dislodgment of the right ventricle (rv) lead was noted. The rv lead was repositioned twice and dislodgment was again noted. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event was dislodgement. As received, a complete lead was returned in one piece with the helix extended and clogged with blood/tissue. The full helix extension length was measured to be within specification. Visual and x-ray examinations of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.